Event description:
A pump issued a cartridge alarm, specifically alarm 20, during a pumping session. Blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. Customer attempted to load a new cartridge with assistance from technical support, but the alarm persisted. Customer reverted to an alternate method of insulin therapy.